Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer said she was pushed into the pool and the display had several black lines on it. Customer she can¿t see the time and the battery display doesn t work. No troubleshooting was performed. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Missing segments and ghosting display due to moisture damage on the lcd board. Unable to perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to display anomaly. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.